Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. Reportedly, customer was "unresponsive" and spouse "called for an ambulance". Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged 3 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.